Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Multiple follow up attempts were made to obtain additional information; however, no additional information was received. Review of the pump data by tandem concluded that there was no malfunction or failure of the device.

Manufacturer narrative:
Correction: updated type of investigation code.